Manufacturer narrative:
(B) (4). The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all information known by the reporter at this time.

Event description:
The facility reported a pump with air in line sensors that need to be calibrated displaying fail code 810:04. This event occurred during patient use with the step of the process being unknown. There was no patient injury or medical intervention associated with this event. This pump contains user interface module master software (B) (4) which is categorized as a remediated colleague 2006 pump. During a follow-up call to the facility, it was found that the fail code occurred during infusion stopping the pump. The pump was swapped out and therapy was continued. No additional information is available.